Event description:
Litigation papers allege:on or about (B)(6), 2006, patient was implanted with a depuy pinnacle mom hip implant on his left hip. Patient experienced pain, difficulty walking, and complications with remaining in the same position for any length of time. There is no mention of revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle mom hip implant on his left hip. Patient experienced pain, difficulty walking, and complications with remaining in the same position for any length of time. There is no mention of revision surgery. Doi: (B)(6) 2006 - dor: unk (left side). Patient is a resident of (B)(6). Update (B)(4) 2012 - medical records and patient fact sheet was received. Part/lot was provided. The doi was also provided. There is no new additional information that would affect the investigation. Records are available on the l:\ drive if needed for further review. Doi: (B)(6) 2006. Update ad 29 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There are no new allegations. Updated patient's date of birth, added firm name, and updated associated contacts. Doi: (B)(6) 2006 - dor: none reported (left hip).

Manufacturer narrative:
(B)(4).

Event description:
There are no new allegations. Updated patient's date of birth, added firm name, and updated associated contacts.